Manufacturer narrative:
The date was inadvertently omitted from the initial report. Device evaluation: due to further investigation, the evaluation was updated. It was determined that the excessive force on the hose was due to pulling the device around by the hose or due to excessive force on the hose during cleaning or use.

Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the outer hose was disconnected from the pressure relief valve. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to excessive force on the hose causing it to disconnect from the valve, which is misuse, abuse and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the high strength hose on the motor device was leaking oil. The reporter stated that the leaking oil was caused by the swivel on the device. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly